Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between 2014 and 2016. This is 1 of 5 reports for this article. The device is not available.

Event description:
The article presented retrospective evaluation of two year (2014-2016) experience for one-single site of the safety and efficacy of the retriever devices for large vessel occlusions (lvos) in acute ischemic stroke (ais). Thirty-five patients with a mean national institute of health stroke scale (nihss) score of 18 were included. The subject retriever device was used in 38 branches of the anterior and posterior circulations. Thrombolysis in cerebral infarction (tici) score of 2b/3 blood flow was restored after one single pass in 20/38 (52.6%) and after two or three passes in 11 vessels. The patient showed clot fragmentation and migration into an a2 anterior cerebral artery (aca) segment after successful m1 middle cerebral artery (mca) revascularization during procedure using the subject retrieval device. Attempts to remove the embolus from the a1 aca using retrieval devices failed. However, the patient had no new infarcts on follow-up imaging or any neurological deficits due to co-dominant a1 aca segments, a patent aca, and leptomeningeal collaterals. No further details were provided.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, emboli is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The article presented retrospective evaluation of two year (2014-2016) experience for one-single site of the safety and efficacy of the retriever devices for large vessel occlusions (lvos) in acute ischemic stroke (ais). Thirty-five patients with a mean national institute of health stroke scale (nihss) score of 18 were included. The subject retriever device was used in 38 branches of the anterior and posterior circulations. Thrombolysis in cerebral infarction (tici) score of 2b/3 blood flow was restored after one single pass in 20/38 (52.6%) and after two or three passes in 11 vessels. The patient showed clot fragmentation and migration into an a2 anterior cerebral artery (aca) segment after successful m1 middle cerebral artery (mca) revascularization during procedure using the subject retrieval device. Attempts to remove the embolus from the a1 aca using retrieval devices failed. However, the patient had no new infarcts on follow-up imaging or any neurological deficits due to co-dominant a1 aca segments, a patent aca, and leptomeningeal collaterals. No further details were provided.